Event description:
Customer called in to report the insulin pump alarmed battery out limit. Customer's blood glucose was 444 mg/dl, treated with manual injections. Customer stated the device alarmed after battery change. Assistance was provided to clear alarm. Troubleshooting for high blood glucose was performed. Customer stated she had diarrhea since two in the morning and might be the cause of the high. Customer blood glucose was 217 mg/dl at midnight and by 9:45 am it was 444 mg/dl. Customer was advised to check blood glucose again and it was 525 mg/dl. Customer treated with manual injections using estimates the bolus wizard gave the customer. The drive support cap was normal. No air bubbles or leaks noted. Manual prime was performed and insulin did exit. Settings were correct. No delivery alarm was noted in the alarm history. Customer missed breakfast bolus. Troubleshooting was not completed due to customer ended it and stated she was ok. No further information reported.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.